Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: two sets of electrode pads were returned to zoll medical corporation for evaluation. The first set of pads were unused and a sample used by the onsite zoll representative to show the customer how difficult it would be to remove the high voltage wire from the pad set. The second set was used during the patient event. Our investigation determined there was evidence in small amounts of frayed wiring crimped beneath the ring and socket of the electrode pad. This suggests an external force pulling the wires away from the tin and socket of teh pad. A retained sample was pulled and tested with no irregularities found that would have contributed to this report. The second set of pads were used and showed fraying and loose wiring. These electrodes showed evidence of indentations/grooves were the high voltage wires were crimped during the manufacturing process. The device history record for these electrodes showed that they passed the 5 pound pull testing. Information from the customer indicated that this set of electrodes were being used to pace the patient and when the patient regained circulation, the patient sat up pulling the wires from the electrode pads. The root cause for these electrodes has been determined as user mis-handling. Its important to note that the device was connected to a patient that regained a pulse. The device's indications for use instructs users to disconnect the device once a patient has a return of circulation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient in asystole, a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of pads to continue treating the patient and when the patient regained circulation, the patient sat up pulling the wires out of the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient in asystole, a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.